Manufacturer narrative:
(B)(4). Following receipt of new information, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device received shock therapy reportedly after a sinus beat, at which time rhythm accelerated into polymorphic ventricular tachycardia/fibrillation. Three subsequent shocks failed to convert. The fourth system shock converted however a lack of post shock pacing and higher than expected impedances measurements, were then observed. The patient has a broad chest and positioning of the device and associated electrode, have been questioned as a possible contributing factor. The patient remained hospitalized as the device was scheduled for removal due to also nearing end of battery life. All data will be uploaded for a technical assessment; however, at this time not completed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received shock therapy reportedly after a sinus beat, at which time rhythm accelerated into polymorphic ventricular tachycardia/fibrillation. Three subsequent shocks failed to convert. The fourth system shock converted however a lack of post shock pacing and higher than expected impedances measurements, were then observed. The patient has a broad chest and positioning of the device and associated electrode, have been questioned as a possible contributing factor. The patient remained hospitalized as the device was scheduled for removal due to also nearing end of battery life. All data will be uploaded for a technical assessment; however, at this time not completed. Subsequently, the physician elected to surgically intervene for a system revision. The same electrode was tunneled further into the tissue; no pocket changes and no tunnelization changes from the xifoide to the pocket. The new electrode position was tested via a vf induction with the existing 1010 device; successfully converted with a single shock at 65 joules. As the patient was already presented for revision, it was then elected to upgrade the device to a subcutaneous implantable cardioverter defibrillator (s-ICD) newer model and full battery. No procedural adverse patient effects were reported and no return of product is expected.